Manufacturer narrative:
From the information available, a general reagent issue can be excluded. Product labeling states: "the measured anti-tg value of a patient's sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the anti-tg assay method used." The differences between the different methods relate to methodological differences. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation did not identify a product problem.

Manufacturer narrative:
The e601 module serial number is (B)(6).

Event description:
The initial reporter questioned the results for 1 patient tested for elecsys anti-tg (anti-tg) on a cobas e 601 module. The first result with a 1:10 dilution was 34.74 iu/ml. The second result was >4000 iu/ml with a data flag. The third result with a 1:10 dilution was 99.97 iu/ml. The sample was tested by a chemiluminescent immunoassay method and the result was 312.000 iu/ml.